Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable leakage, cable unit had cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the communication error was caused by the cable cut and leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This event occurred prior to a therapeutic hysteroscopy procedure/post sedation. The procedure was completed using the same set of equipment.

Event description:
It was reported, that during unspecified procedure. The subject device had communication error e221. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.